Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events cannot be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The reported event of elevated pump powers could not be conclusively determined through this investigation. The submitted log file (mcs-189761_log2.log) contained events and data captures spanning from 10dec2023 to 26dec2023. No notable alarms or unusual events were captured. The pump appeared to have been operating as intended at the fixed speed. The patient received IV (intravenous) diuresis / escalating diuretic doses. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available. Section 1 outlines potential adverse events, including thrombus, that may be associated with the use of the heartmate ii left ventricular assist system. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 5 warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 outlines the indications of thrombus and how to respond to such events. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was admitted to the emergency department (ed) with severe abdominal pain on (B)(6) 2023. Upon interrogation of the lvad an increase of power from the baseline of 7.1 to 8 was found. Log files were submitted for review and captured a set speed change and routine power source changes. The log files also captured a slightly increasing trend in power/flow as well as slightly decreasing trend in calculated pulsatility index (pi). These trends do not appear to be a result of any equipment malfunction. No other unusual alarm or events were recorded.

Event description:
It was reported that the patient experienced shortness of breath and required multiple admissions for intravenous (IV) diuresis and escalating diuretic doses. A computed tomography angiography (cta) was performed, and it identified suspected thrombus in the limb between the left ventricular assist device (lvad) and the ascending aorta. On (B)(6) 2023, the patient underwent a transcatheter aortic valve replacement (tavr) and the outflow graft was stented with a concomitant due to moderate to severe aortic insufficiency (ai). Elevated pump power was noted after the procedure. Log files were submitted for analysis and captured a low speed operation at 8800 rpm and low flow alarms on (B)(6) 2023 from 10:02 to 10:32. It was later clarified that the pump speed was set at 8800 rpm for the deployment of the stent and the low flows were logged during the procedure. The pump power elevation was due to the pump adjusting back to the set speed of 9600 rpm. The patient was noted to be stable and was transferred out of the intensive care unit (ICU).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.